Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy procedure, upon instrument exchange through the trocar, the seal became damaged. They opened new trocar to complete the case. No patient injury.